Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen, and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was buckled, prolapsed, and punctured.

Event description:
Reportable based on device analysis completed on 23-jan-2024. It was reported that difficulty tracking over wire were encountered. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device was unable to track on the wire. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed shaft hole.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen, and the balloon was tightly folded. At 3mm distal to the bicomponent weld, for a length of 3mm, the guidewire lumen was buckled, prolapsed, and punctured.

Event description:
Reportable based on device analysis completed on 23-jan-2024. It was reported that difficulty tracking over wire were encountered. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the device was unable to track on the wire. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed shaft hole.